Manufacturer narrative:
Insufficient information has been provided to allow for investigation. No photographic images were provided to the zipline territory manager to assist in the investigation. Requests for additional information were delivered, but no additional information was available.

Event description:
Following completion of a total knee arthroplasty, medical staff performed surface closure with a zip 24 surgical skin closure device. The facility reported that the incision began "draining consistently since day of surgery" and that the physician chose to re-admit the patient for irrigation and debridement and re-closure of the incision on pod 5.

Manufacturer narrative:
At the time of the initial MDR report, no additional information had been provided by medical staff. On 03/30/2020 and 03/31/2020, zipline medical personnel spoke with the surgeon. He provided the following details: 1. Following completion of total knee arthroplasty procedure, the surgeon's physician's assistant (pa) closed the wound using inverted, interrupted 2-0 vicryl subcuticular sutures spaced approximately 5-7mm apart, followed by skin closure with a zip 24 surgical skin closure device, which was covered with a pressure dressing. Per the surgeon, the pa followed the directions in the product instructions for use and used tight sutures "spaced close enough to close the wound". 2. Medical staff cleaned and dried the patient's skin prior to application of the zip 24 surgical skin closure device by the pa. He stated that the zip device was well-adhered prior to application of the wound dressing and that medical staff "kept re-dressing the wound" during the recovery period. Patient was prescribed post-operative aspirin analgesic and blood thinner medication. 3. Patient was re-admitted to or on pod 5 due to bleeding of the wound. Medical staff performed irrigation, debridement, and re-closure of the wound with staples. Surgeon indicated that the device had begun to lose adhesion. 4. The surgeon indicated that there were no signs of infection of the wound. A work-up that was performed to rule out bleeding disorders was negative and the surgeon stated that the patient possesses no other co-morbidities. 5. The surgeon indicated that the patient has fully recovered and did not experience any further complications after intervention procedures. Based upon the absence of any reported device malfunction and upon the surgeon's report that diligent subcuticular closure was performed by medical staff, it is not possible to determine the root cause of the persistent bleeding.